Event description:
The user facility reported that during an up-and-over sfa angioplasty procedure, the angiographic catheter "split in half". Follow-up communication with the user facility confirmed that the angioplasty procedure was terminated and the patient was taken to the or, where the detached catheter segment was removed successfully. The patient condition was reported as "okay".

Manufacturer narrative:
Results - based upon evaluation of user facility information and return sample evaluation; also, based upon undamaged sample testing. Conclusions - based upon evaluation of user facility information and return sample evaluation. Based upon undamaged sample testing. Visual examination of the returned sample confirmed that the catheter had been separated into 2-pieces. The separation was located approximately 51-cm from the hub and the detached segment was approximately 15-cm in length. The inner braided wire was partially exposed adjacent to the point of separation. Testing of the returned sample in undamaged areas and comparison to current product confirmed that the catheter as properly manufactured. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description and appearance of the returned sample are consistent with the catheter having been damaged as a result of manipulation during the procedure. The device labeling does address the potential for such an event in the warnings/ precautions section of the instructions-for-use, which states, "never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. Failure to exercise proper caution may result in damage to the vessel or catheter. Separation of the catheter may occur requiring retrieval." All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow-up.